Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg 400 mg/dl) and ketone level was very high. Pump supplies were changed twice. Correction boluses were delivered, and an insulin injection was administered to address bg. Customer was admitted to the hospital and was disconnected from the pump. Insulin injections and fluids were administered. Elevated bg/ketones were resolved with no permanent injury. Customer was released from the hospital on (B)(6) 2019. Contact alleged pump was not delivering insulin properly. Pump system check with tandem technical support found the pump functioning properly. Upon discharge, a pump bolus was delivered and did not appear to have any effect. Contact maintained the pump was the issue. Customer reverted to manual injections for insulin therapy.